Manufacturer narrative:
The exact event date has not been reported, however, it was reported to have occurred the week prior. Clarification: it was reported that the device is not being planned to be returned to olympus for evaluation. However, the customer requested a field service engineer (fse) be dispatched to the customer site to evaluate the device. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon investigation completion or when more information becomes available.

Event description:
The customer reported to olympus that the 4k camera head contained image disturbances during an unknown procedure. The customer reported that there was also a video of the procedure that details what occurred. The image (all of it) turned blue/pink and then white, which made it impossible to perform the procedure. The procedure was discontinued. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the field service engineer¿s (fse) onsite device evaluation. The device was inspected by an olympus fse onsite, and the findings are as follows: the camera head was examined, and no error/defects were observed. Per the fse, the failure has not occurred since the initial reported incident. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported event occurred because there was an abnormality in the side light of the optical part and the connecting part of the camera. However, the root cause could not be determined. This supplemental report includes information added d8 and h4. Also, h3 has been updated to ¿yes.¿ olympus will continue to monitor field performance for this device.